Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion noted from 21.5 cm to 22.6 cm from the connector pin, consistent with friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.